Event description:
Information received by medtronic stated that the product's charge lasted less than the expected duration and gave a low battery alert. The customer also stated that the alarm was cleared and resolved as a new battery was replaced. No harm requiring medical intervention was reported. However, the customer will continue to use the device.